Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient underwent open heart surgery in which noise and oversensing occurred, resulting in ventricular fibrillation (vf) episodes. This was noted to possibly be due to the medical procedure. Pacemaker mediated tachycardia (pmt) episodes were observed, with no patient symptoms experienced. Two signal artifact monitoring (sam) events were observed, resulting in the minute ventilation (mv) feature being disabled. The field representative would be paged to come adjust this patients device settings. This pacemaker remains in service. No adverse patient effects were reported.